Manufacturer narrative:
B3: date of event: the date of event is unknown, and 01 sept 2025 has been used as a placeholder. The device has been requested for evaluation: it has not been received. The investigation is pending.

Event description:
Event occurred regarding primary plum set where it was reported that "some of the filter's leak when switched to for lipid administration." There was no reported patient harm.

Manufacturer narrative:
Updated information: d9. Investigation summary: 10/02/2025. No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history could not be reviewed due to no lot number being provided.